Event description:
Customer called to disetronic inc on 5/16/00 and informed that on 5/12/00 had inserted a rapid into the left thigh. By trying to remove the set the needle was no longer there. Customer localized swelling (50 cent piece-USA). 5/18/00 pt at the hosp and had an x-ray, which showed that a needle was in the thigh. In 2000 the dr removed the needle. Pt is out of hosp.